Event description:
Left hip revision arthoplasty was done because of polyethylene wear. Found that poly liner disengaged from metal shell; also two containment fins were broken from acetabular shell. Original surgery date 7/15/95. Add'l model 66246520, add'l lot # 74951600.